Event description:
The physician reports that a patient underwent cataract surgery with bilateral implantation of the crystalens. Three months postoperatively, the patient sought follow-up care in a foreign country for decreased vision in the left eye. Upon examination, the lens had dislocated. Intervention was performed to remove the fibrous bands and reposition the lens. The patient's vision improved to 20/25.